Event description:
It was reported that the right atrial lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 37712 pain stimulator ipg implanted (B)(6) 2009, 39565-65 pain stimulator lead implanted 2009. (B)(4).